Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the application was not booting, and the system was struck at the booting screen. Upon troubleshooting, the fse found that the system software was corrupted. The issue was resolved after the system software reloaded and updated to release 2.2.7. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting and stuck at booting screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.